Event description:
Related manufacturer reference number: 2017865-2023-72628. It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right ventricular (rv) lead was found to have exhibited high capture threshold measurements and r-wave amplitude variation. The right atrial (ra) lead exhibited high capture threshold measurements and noise. The clinic will continue to monitor both leads. No intervention was performed. The patient was in stable condition.